Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/29/2017, that on (B)(6) 2017, an unknown issue occurred with the transmitter. No medical intervention was reported. Additional event or patient information is not available.